Event description:
The facility representative reported a colleague infusion pump with battery damage. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed during service evaluation. However the quality engineer has confirmed failure code 570:xxx as the reported condition. The assignable cause was depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However during previous service, the batteries were replaced. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.